Event description:
Additional information has been received. Symptoms resolved and the optometrist gave the patient new bottles of drops to use five times per day for two days then continue four times per day to complete the week.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment the device was working as intended. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient presented with discomfort and stated ''eyes are on fire" in the right eye one day post lasik. The patient was noted to have trace diffuse lamellar keratitis. The patient did not begin the combination steroid and antibiotic topical drop as instructed post surgery. A new bottle was given to the patient. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye. Additional information has been requested.